Event description:
Biomed reported he received a device from sicu with a tag that stated "channel not working, set to give meds over 2 hours but it was given as a bolus." He is not sure but thinks the drug was "theomycin" (perhaps thromycin?). The nurse involved started a new infusion of ns in the critical care profile and thinks the rate was 100 ml/hr. Shortly after starting the infusion the pump made loud clicking noises as would occur when the rate is set very high, and she noted the fluid flowing very fast in the drip chamber. She quickly switched out the module. There was no patient harm and no medical intervention was reported. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.